Event description:
Patient's blood was backing up in the uvc line and fluid tubings. Lipid filter was half way empty. Line was flushed and filter was replaced. Cracked filter. Devices will be returned only if manufacturers provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or patient contact.